Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
It was reported that information from a literature case was reviewed. A patient reliant on hemodialysis due to end-stage kidney disease, was admitted owing to deteriorating heart failure caused by triple-vessel coronary artery disease and low-flow low-gradient aortic stenosis. His cardiac index was 1.2 ml/min/m2 despite continuous inotropes administration. He had chronic limb-threatening ischemia, which was not assumed to disturb percutaneous cardiac intervention. The heart team decided to prefer percutaneous cardiac intervention (pci) to surgical intervention considering his advanced frailty. They performed pci under impella cp® support following balloon aortic valvuloplasty, resulting in complete revascularization. On the next day, just after removing impella cp® and closing the puncture site of the right femoral artery using perclose prostyle¿ closure device, the coldness and pain in his right lower extremity appeared. Contrast-enhanced CT demonstrated the thrombus occlusion of his right femoral artery. Emergent thrombectomy using fogarty catheters was performed, leading to complete restoration of arterial flow within 3 hours of symptom onset. Surgical findings confirmed impella removal-related thrombosis as the etiology. The patient was transferred to a rehabilitation institute. The literature discussion is as follows "our case highlighted an instance of acute lower extremity ischemia subsequent to the removal of impella cp®, a rare yet potentially critical complication demanding specialized attention and management." The patient was noted to be in stable condition.